Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the patient reported that his cgm was reading 200 mg/dl while his bg meter was reading 32 mg/dl. The patient stated that he ¿almost passed out and died¿. The patient¿s partner treated the patient with juice. The patient recovered after treatment. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.